Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient planned to explant the lens due to lens touching the iris. She states at the original surgery the capsule broke and the surgeon implanted the lens over the capsule. She was seeking information on if the lens can be preserved and repositioned. Additional information was received, the lens was explanted and replaced with another lens. Patient vision was doing much better already and the eye feels good.